Event description:
Caller reported a malfunction on pump and noted no specific events occurred prior to malfunction. There was no adverse impact to customer's blood glucose level. Customer planned to use a backup insulin pump to maintain insulin delivery while technical support arranged shipment of a new replacement pump, provided instructions for storage of malfunctioning pump, and prepared return procedures. Customer acknowledged all instructions.